Event description:
An 8 mm diameter x 80 mm length complete se stent delivery system was selected for insertion into a patient for the treatment of a left external iliac, using the contralateral approach. It was reported that after stent deployment, a 6 mm x 10 cm balloon catheter was advanced to the stented area. Post balloon dilatation of the stented area, the balloon was deflated and attempted to be removed, but it was noticed that the distal stent markers were hooked into the distal balloon causing a stent migration. The 7f sheath that was inserted to deliver the stent was advanced to trap the balloon and release it from the distal stent. The physician could not fully advance the sheath because the proximal stent caught onto the sheath. By manipulating the balloon the stent finally released. The proximal and distal markers migrated and a few of them lack of alignment.

Manufacturer narrative:
(B)(4). Results: device is intended for use in the biliary tree. Conclusions: unapproved use of device, device is indicated for use in the biliary tree.